Manufacturer narrative:
E1(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an image blackout and no images displayed; the issue occurred during an unspecific procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 9610595-2025-35816-00 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.